Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away. The physician alleges that the patient had ventricular tachycardia (vt) and the implantable cardioverter defibrillator (ICD) did not detect the event and did not provide treatment. The device remains in the patient. The patient is deceased.